Event description:
Patient reaction. Approximately 40 min after initiating hemodialysis treatment, the patient experienced shortness of breath and nausea. The dialysis session was terminated and the patient was sent via ambulance to the hospital emergency room for evaluation. Three liters of normal saline had bee used to rinse the dialyzer prior to initiating hemodialysis therapy.